Event description:
An orsiro drug-eluting stent system was chosen for treatment of a severely calcified lesion (90 percent stenosis degree) in a tortuous lcx. After pre-dilatation the orsiro could not cross the lesion. Thus a guidezilla was inserted but the target lesion could not be crossed and the orsiro was removed from the patients body. Upon withdrawal a stent deformation was detected.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end, and judging from the x-ray markers the stent is displaced in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent struts were initially crimped on the balloon and the stent was initially crimped between the x-ray markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.